Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 488 mg/dl with moderate ketone level, extreme thirst and urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the time and date were incorrect following a battery removal of less than 24 hours. During troubleshooting, it was determined the alleged time and date issue was a result of a use error. This complaint is being reported because the alleged hyperglycemia was attributed to a pump use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device is not required for return to animas.

Manufacturer narrative:
Follow-up #1 date of submission 06/25/2015-correction:please disregard this report. Animas customer technical service reviewed the complaint and determined information was captured incorrectly. Correct capture of information was reported on report # 2531779-2015-21129.